Manufacturer narrative:
The field service engineer (fse) observed the green stripe tubing, which is the diff mix chamber rinse line connected on port #2 routed through pinch valve vl50b, was punctured. The fse replaced the tubing at pinch valve vl50b and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the punctured diff mix chamber rinse tubing at pinch valve vl50b. A definitive cause of the hole in the tubing is unknown. (B)(4).

Event description:
The affiliate stated the customer reported 150 milliliters of isotone leaked within the instrument from the green stripe tubing involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.